Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since no device problem was found, a conclusive root cause cannot be determined. Based on the results of the investigation, it is likely the event was caused by either a temporary failure on the electrical contact of the video connector or some defect on another piece of equipment. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the camera was not working. No patient involvement or injury was reported. No additional information has been obtained.